Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was an ipsilateral approach obtained via the femoral artery. The 99% stenosed target lesion was located in the moderately tortuous superficial femoral artery. Another manufacturer's 7fr sheath was inserted and a thruway guide wire crossed the lesion. This 5.5 x 40/135 (4f) sterling balloon catheter was selected and upon inflating the balloon to 5atms, the balloon ruptured. The procedure was continued with another 5mm sterling balloon, which was inflated successfully. The procedure was completed with the implant of an unspecified stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).